Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had a defective stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: several photos, 2 opened empty packages and 1 loose 5ml syringe were received and evaluated. The opened packages were from batch #8128501 (p/n 309649). The photos depicted a 5ml syringe with needle attached, while the sample had no needle ¿ this product is sold without a needle. Both the syringe in photos and the returned sample were observed to have a distorted stopper condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the distorted stopper defect is associated with the assembly process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe had a defective stopper. No serious injury or medical intervention was reported.